Event description:
It was reported that the right ventricular (rv) lead showed high thresholds. It was also reported there were multiple episodes of noise leading to inappropriate shocks. There was loss of capture at maximum output. A confirmed fracture was reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196-88, lead, (B)(6) 2012. (B)(4).